Event description:
Reporter indicated a patient had lead and generator replacement surgery due to a lead fracture and increased seizures. The generator was replaced prophylactically. The patient had no trauma and did not manipulate the vns. X-rays were not performed. The increased seizures were greater than the patient's pre-vns baseline level, and are attributed to the lead fracture. No medication changes or other external factors preceded the increased seizures. The explanted lead and generator are currently in product analysis.

Manufacturer narrative:
Device failure is suspected.